Event description:
It was reported that the atrial sensing threshold was below range and suspected atrial under-sensing during recorded episodes were found on a remote transmission. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d284drg ICD 2010-(B)(6). (B)(4).